Manufacturer narrative:
All buttons functioning properly. No damage and unlocked lcd keypad connector during visual inspection noted. No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported the drive support cap appears normal. Customer was unable to start the rewind process because the insulin pump buttons were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.